Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer exhibited a system error. It was indicated that the programmer was unable to power on due to excessive contamination. The programmer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after turning on, the programmer displayed a battery error. It was also reported that the radiofrequency head was unable to interrogate an implantable pulse generator (ipg). The programmer and head were returned for service. No patient complications have been reported as a result of this event.